Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion. Reportedly, the patient's skin had become thinner. No additional adverse patient effects were reported. This pacemaker was explanted.